Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 98 to 102mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 158 and 147mg/dl. The test strip lot manufacturer's expiration date is 10/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:202mg/dl (B)(6) 2016 07:25 am fasting: yes; 2:157mg/dl (B)(6) 2099 07:35 pm fasting: yes; 3:152mg/dl (B)(6) 2099 07:05 pm fasting: yes; 4:121mg/dl (B)(6) 2099 07:09 pm fasting: yes; 5:206mg/dl (B)(6) 2016 10:22 pm fasting: yes. On (B)(6) 2016 at about 3 am customer called her doctor concerned about how much insulin she must take for the result her meter gave on (B)(6) 2016 of 206mg/dl. Doctor recommended she take 2 units of humalog insulin. Customer administered her insulin per doctor's orders. Customer states she went back to bed and continued on her day as normal.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Test strip-(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 98 to 102mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 158 and 147mg/dl. The test strip lot manufacturer's expiration date is 10/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). On 11/13/2016 at about 3 am customer called her doctor concerned about how much insulin she must take for the result her meter gave on (B)(6) 2016 of 206mg/dl. Doctor recommended she take 2 units of humalog insulin. Customer administered her insulin per doctor's orders. Customer states she went back to bed and continued on her day as normal.